Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product analysis: visual review confirms one locking cap is broken off. Optical inspection identified a witness mark on the side of the cap, immediately adjacent to the screw hole diameter. The location and lengthwise shape of the witness mark is consistent with a bone screw head interface. No additional bone screw witness marks were identified on either side of the two unbroken locking caps. Functional examination noted both of the two unbroken locking caps were able to be fully engaged without issue. The above observations are consistent with interface of the bone screw and locking cap during bone screw implantation, which may have prevented engagement of the locking cap.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the surgeon attempted to lock the anti-migration cap on the cervical plate and it "sheared off". According to the report, "no undue stress" was placed on the mechanism for it to break. The plate was removed from the patient intra-operatively and replaced with a new plate. The surgery was completed successfully and no fragments remained in the patient. No patient complications were reported.